Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025. Around 5:30pm, the patient was driving her son to baseball practice. The last cgm value the patient saw was 99 mg/dl. The patient was wearing an omnipod insulin pump. At an unspecified time later, the patient missed her exit and felt disoriented while driving. The patient then suddenly lost consciousness and was involved in a car accident with another vehicle. No injuries were reported because of the car accident. Ems was called to the scene and the patient¿s bg meter reading was 24 mg/dl. No cgm comparison was reported. The patient was taken to the emergency room and regained consciousness after approximately 4 hours. The patient was told after she woke up that she also had a seizure after the car accident. The patient was not aware of what medication or treatment she was provided since she was unconscious. The patient was hospitalized for three days and discharged on (B)(6) 2025. The patient also stated that her driver¿s license had been suspended due to this event. Although there was no complete set of cgm/bg meter values prior to the patient¿s loss of consciousness and accident, the patient ¿claims the dexcom g7 had inaccurate readings and did not warn her¿ of her hyperglycemic state. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.